Event description:
It was reported that a patient underwent a laparoscopic intra pre-peritoneal onlay hernia repair procedure of a ventral incarcerated hernia on (B)(6) 2011 and mesh was implanted. On the 12 month/1 year questionnaire, the patient reported that the hernia had recurred in (B)(6) 2013. The patient followed up with surgeon and a CT scan was obtained on (B)(6) 2013. The CT scan demonstrates a 2cm paraumbilical hernia containing fat only. The patient indicated to the surgeon that he wasn¿t experiencing any symptoms and did not plan to seek a second repair at this time. Additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.